Event description:
It was reported that during device removal, the setscrew on the device was broken and it was difficult to remove the lead from the device. The device was replaced due to elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The df-1 set screws were not returned with the device. It is believed that the cause of the field event of difficulty removing the lead was due to silicone, septum material, in the df-1 hex cavities of the set screws. This material could have prevented full insertion of the torque driver in the hex cavities and resulted in difficulty in loosening the set screws.